Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Testing results (qc range: 2.5 - 3.9 inr): qc 1: 2.8 inr ; qc 2: 2.8 inr ; qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. .

Manufacturer narrative:
It was reported that the patient was administered an unknown concentration of heparin on (B)(6) 2021 at around 12:00 am. Product labeling states, "testing has confirmed that pt/inr test results are not affected by heparin concentrations up to 0.8 u/ml." Occupation is a lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter on 28-jul-2021 at around 10:00 pm was 2.5 inr. The result from the laboratory 28-jul-2021 at around 10:00 pm was 1.38 inr. The patient¿s therapeutic range is around 3.0 inr.